Event description:
Report of a split balloon while the catheter was in the pt. Catheter number 1 was inserted. The pre-insertion balloon check was performed and the balloon inflated fine. After insertion the catheter reportedly wedged "fine". The next day the staff was not able to obtain a wedge pressure. The catheter was removed and the staff attempted to inflate the balloon. A tear was noted in the balloon. Check was performed and the balloon inflated "fine". After insertion, a wedge pressure was not able to be obtained. The second catheter was removed. The second balloon was also noted to have a tear. No other catheter were inserted. There was no report of an adverse pt event.